Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additionally, review of stored device memory noted a previous episode of oversensing of noise related to electromagnetic interference (emi) that resulted in delivery of an inappropriate shock. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additionally, review of stored device memory noted a previous episode of oversensing of noise related to electromagnetic interference (emi) that resulted in delivery of an inappropriate shock. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that the patient was seen in clinic. Programming changes were made to the therapy zones. A device replacement procedure was also scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additionally, review of stored device memory noted a previous episode of oversensing of noise related to electromagnetic interference (emi) that resulted in delivery of an inappropriate shock. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that the patient was seen in clinic. Programming changes were made to the therapy zones. A device replacement procedure was also scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession and is not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.